Event description:
It was reported that the right atrial (ra) lead became dislodged and began pacing and sensing in the right ventricle. The ra lead was explanted and replaced. It was reported that the right ventricular (rv) lead also became dislodged and experienced unstable thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.